Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The anesthesia control board was recommended for replacement. No further repair information is available. The customer biomed troubleshot the issue with ge healthcare technical support. The anesthesia control board was recommended for replacement. No further repair information is available.

Event description:
The hospital reported that, during a case, the display turned blue and alarmed alt o2. The clinician reportedly switched to manual ventilation. There was no reported patient injury.